Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter nor the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. Not returned to manufacturer.

Manufacturer narrative:
Test strip lot # 1020215050 expiration date: 2017/28/02. Control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
Consumer called in reporting an incident last monday (B)(6) 2015 when she went to the hospital due to low bg symptoms and other health issues. Consumer tests very frequently and her date/time was not set correctly in the meter so she was unable to locate the results in question in the meter memory. She stated she was "feeling weird" after testing her bg several times during monday afternoon and giving herself insulin based on these results. She tested around noon with a result of 276 and gave herself 1.2 units of insulin. She tested again at 3:15 pm with a result of 171 and gave herself .2 units of insulin. She drove herself to (B)(6) hospital in (B)(6) because she wasn't feeling right. Although she was being treated initially for issues unrelated to diabetes she brought her nml with her to the hospital and checked herself several times at the hospital with results of 190 and above. She complained to the hospital staff who then checked her bg with a hospital meter and received a result of 44. She was given a shot of glucose and some crackers after. After an hour she felt better and eventually left the hospital around 10 pm. She stated she performed a cs test on ts in question when she got home using bncs and it was "within range." Replacing meter and ts. Advised consumer ncc will follow up to ensure replacement products are performing as intended. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution.